Event description:
It was reported the svce repl mdu cntrl pwrmx elite overheated. This occurred during the procedure. A backup device was available and used to complete the procedure. No delays or patient injuries were reported.

Manufacturer narrative:
The reported device was not made available to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
Complaint of overheating was confirmed. Cause of overheating is a corroded motor/gearbox. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly.